Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was advised to use multiple daily injections as backup therapy and was sent a replacement pump with updated software. They were instructed on how to return the problematic pump and acknowledged the steps needed upon receiving the replacement.